Manufacturer narrative:
The event was reported inadvertently. It was determined that the event was a training issue and not related to a pump/supply deficiency.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump shutdown unexpectedly. Customer's blood glucose level was 120 mg/dl. Customer continued to use their pump for insulin therapy.